Event description:
As reported by an affiliated, the hub of a 2.75 x 13mm cypher select + was cracked. There was no report of pt injury. No additional info was provided.

Manufacturer narrative:
The device has not yet been returned for eval, but return of the device is anticipated. Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher products (cxs). Additional info will be submitted within 30 days of receipt.